Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this lead exhibited noise. Isometrics were performed however the noise was not reproducible. An x ray did not show any lead fractures; the lead remains actively implanted and the patient will be monitored.